Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited a chipped light guide bundle due to a component failure of the light guide bundle, and the rigid tube was found to be dented due to a component failure of the rigid tube. In addition, a component failure of the universal cable was also found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipped light guide bundle was a component failure of the light guide bundle, and the rigid tube was found to be dented due to a component failure of the rigid tube. In addition, a component failure of the universal cable was also found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no abnormalities or concerns related to this event were identified in the repair records, and all repairs had passed their inspections. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.